Manufacturer narrative:
Other applicable components are: product ID 39565-30 lot# serial# (B)(4) implanted: (B)(6)2009 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had a lead issue in 2013. The patient reported that they had surgery already and the ins was moved and replaced. The patient reported that her lead wire connected to her ins battery had moved in the past. The patientreported that this happened in 2013 where the wires connected to the patient moved. The patient also reported that the healthcare provider (hcp) moved the ins to the other side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's original wire had broken which is why it was replaced. No further information was reported.